Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to flattened button dome switch. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was able to clear the alarm but stated that afterwards the up button was not working properly. The customer's blood glucose was 123 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm and keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.